Event description:
Complainant alleged that during training by facility staff the device displayed "defib disabled" and "defib fault 85" messages. Complainant indicated that there was no pt involvement in the reported malfunction.